Event description:
It was reported that the surgeon inserted an aq2003v silicone three-piece lens and the lens tore. The incision was enlarged to remove the lens but sutures were not required. Another same type lens was implanted.